Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm consistently displayed glucose readings between 70¿100 mg/dl. No bg meter comparison was performed at that time. The patient was using an omnipod insulin pump and reported experiencing nausea and vomiting. In response, the patient increased oral hydration by drinking water. Despite this, the cgm readings remained in the 70¿100 mg/dl range, and symptoms persisted. On (B)(6) 2025, the patient presented to the emergency room (ER) for further evaluation. At that time, a bg meter reading showed a glucose level of 466 mg/dl, while the cgm continued to display values between 70¿100 mg/dl. The cgm was subsequently removed. Laboratory testing confirmed the patient was in diabetic ketoacidosis (dka). Treatment was initiated with intravenous fluids and IV insulin. As of the time of this report, the patient remained hospitalized for over 24 hours and was reportedly feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.